Manufacturer narrative:
Manufacturing and inspection records were reviewed for acu-sinch® kit (part number: 46-0001-s, batch number: 587361), and no anomalies were found. The returned product was inspected under magnification. Under magnification, there was slight wear and debris present on the suture retainer, with slight deformation on the top side of the retainer between the two suture holes. As the components were not cleaned prior to examination, the debris is likely from explantation. The edges on the inner side of these two holes showed some slight wear and roughness. The returned flexbraid suture showed an intact suture knot with two tails of suture still connected to the knot but frayed at the ends. The suture anchor and additional kit components were not returned. It is possible that the suture encountered a rough surface, causing the tear of the suture and fraying of the torn ends. However, based on the information received, the root cause could not be determined. Corrected data: investigation findings code (annex c): updated to 180. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported an acu-sinch® kit (part number 46-0001-s, batch 587361) was implanted during a surgery. The surgery was completed, and the patient was sent home. It was also reported that while sleeping the patient turned onto their shoulder and the acu-sinch broke. The patient then underwent another surgery where the acu-sinch was explanted, and a hook plate from another manufacturer was implanted. There were no other adverse patient consequences reported.